Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2024-00005. The device referenced in this report was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus infection control specialist reported on behalf of the customer that a facility reported a case of infection with evis exera iii gastrointestinal videoscope gif-hq190 scope. Reportedly the facility is performing their own investigation on this case. Follow-up attempts were conducted with the olympus infection control specialist and no more information was available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a relationship between the subject device and the reported infection could not be identified. Therefore, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.